Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support the pump display became frozen. The customer successfully cleared the frozen display and the cgm error. Customer's blood glucose level was 186 mg/dl.